Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt in cardiac arrest the electrode pads were opened and a wire was pulled from the pad. Complainant indicated that the clinician obtained another set of electrodes to continue treating the pt. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference MDR 1220908-2012-01250 for the report with the first set of electrodes used with this pt.